Event description:
The customer reported to olympus, the evis exera lll colonovideoscope tested positive for an unexpected contamination in the air/water duct. The hygiene microbiological investigation report from the customer indicated, the channels of the scope were cultured. No growth was detected in the instrument channel. However, one (1) colony forming unit (cfu) of micrococcus luteus, 15 cfus of enterobacteriaceae species, nine (9) cfus of pseudomonas aeruginosa and 41 cfus of aerobic spore forming micro organisms were identified in the air/water channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning and manual cleaning detergent is bodedex forte. The customer aspirates water through the instrument/suction channels and flushes out the air/water and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder, instrument channel port and distal end using pull through disposable brushes from cantel medical. The scope was not manually disinfected. The customer uses automated endoscopic reprocessor (aer) medivator advantage plus firma (cantel medical), along with detergent intercept plus, disinfectant is rapicide pa component a + b. The aer was not tested. The endoscope was stored in a drying cainet (model: medivator endodry) and was placed horizontally. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The device was returned to olympus for evaluation. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal unit, instrument/biopsy/suction channel, air/water channel and auxiliary water channel was tested and no bacteria was detected. Overall, the results are in conformance with the requirements. The customer allegation was not confirmed. The device was evaluated and there were few additional findings. Due to a pinhole on channel tube, water tightness was lost. The light guide lens was chipped. The adhesive on bending section cover was chipped. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Following fields are updated: b3, b5, h10. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the germs were detected during routine germ test performed during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information. It was further reported, germs were found after the device was received back from the last repair. The issue is reported separately in manufacturer report number # 9610595 - 2023 - 00854. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.